Event description:
Allegedly revised due to hip pain. Loose cup. Not overweight. Moderate activity level.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00491, and 00492.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.